Event description:
Customer states that the safe-t-pro plus lancets are uncapped and missing stems. Lancets will not fire when release button is pressed. No adverse event reported. No accidental stick occurred. Requested return of suspect device, and replacement was sent.